Event description:
It was reported that during a laparoscopic adrenalectomy procedure, when removing the specimen the device was not open completely. In attempt to open completely, the metal rim was pulled out of the pouch and fell out into the patient. It was retrieved. To confirm all pieces had been retrieved, a second device was opened on the back table, and broken intentionally to examine the parts. The parts from both broken devices were compared, all pieces were accounted for. A third device was pulled and used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Broken support arms, broken push pull rod. The analysis results confirmed that the pouch device was returned non functional. Upon evaluation, the push pull rod was noted broken in two pieces, the support arms were detached from the push pull rod and only one was received for analysis; it was noted broken. Suture and bag were not received for evaluation. In addition, the tube was noted damaged at distal end. It could not be determined what may have caused the found condition of the device and the event reported. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch/lot record review was performed and the batch met all final acceptance criteria.